Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the diagnostic mobile programmer application displayed a power on re-set error for the implantable cardiac monitor (icm). It was noted that the icm had not experienced a re-set. No patient complications have been reported as a result of this event.